Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and after ablating the left veins, a map shift was noted after moving to the right veins. The catheter was projecting out of the veins; however, intracardiac echocardiography (ice) confirmed that it was not. The c-arm had not been moved. There were no errors on the carto 3 system. The reporter stated there was no patient movement, no implanted devices, and no metal had been introduced into the mapping field. A remap was performed, and the procedure was continued and completed without further issue. No adverse patient consequence was reported. Device investigation details: it was confirmed that a remap was performed, and the procedure was continued and completed without further issue. An investigation was initiated by the manufacturer to analyze the issue. The data was requested for investigation; however, no full data was available to investigate this case. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The history of customer complaints reported during the last year and associated with carto 3 system # 3036791 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 3036791, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and after ablating the left veins, a map shift was noted after moving to the right veins. The catheter was projecting out of the veins; however, intracardiac echocardiography (ice) confirmed that it was not. The c-arm had not been moved. There were no errors on the carto 3 system. The reporter stated there was no patient movement, no implanted devices, and no metal had been introduced into the mapping field. A remap was performed, and the procedure was continued and completed without further issue. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).